Manufacturer narrative:
E1 - fax number - (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. The date of event is unknown. A supplement report will be submitted if provided. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had e226(scope communication error). The issue occurred during inspection for use. There were no reports of patient involvement.